Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 06jan2006 to the present date 18jan2021 and note that this device has been returned for service 1 time without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
The customer reported the device had a broken bezel clip on bottom pressure sensor and that it alarms "checking line, occluded patient side". No patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported the device had a broken bezel clip on bottom pressure sensor and that it alarms "checking line, occluded patient side". No patient involvement.

Event description:
The customer reported the device had a broken bezel clip on bottom pressure sensor and that it alarms "checking line, occluded patient side". No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken bezel, pressure sensor, ail and third party door latch. Lvp rear case recall complete. A review of the device history record for sn (B)(6) was performed from date of manufacture 01/06/2006 to the present date 01/18/2021 and note that this device has been returned for service 1 time without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to broken/damaged lvp mech assy 8100. During servicing we identified a faulty pressure sensor which constitutes a reportable malfunction. There was no patient involvement. A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Pa-2014-0026 for pressure sensors. Ca-2014-0284 for ail. Ca-2017-0187 for 3rd party latch/sear.